Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported a micro introducer that "buckled/wrinkled" when the nurse attempted insertion. There are multiple "wrinkles" in the part that we usually break away. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged introducer needle is confirmed. The returned sample is a 3.5f microintroducer. A microscopic observation revealed one edge of the distal tip of the sheath was buckled with plastic deformation and a very small split at the corners. No damage was observed on the distal tip of the dilator. While the distal tip of the microintroducer sheath was observed to be damaged, the exact cause of that damage could not be determined. Possible causes include insertion against resistance, steep insertion angle, inadequate skin nick, and damage during handling or use. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a micro introducer that "buckled/wrinkled" when the nurse attempted insertion. There are multiple "wrinkles" in the part that we usually break away. No other information was provided.